Event description:
Upon completion of a total hip arthroplasty, a davol reliavac drain was placed. The part of the tubing that connects the drain to the reservoir was not the correct size. Thinking it was a fluke, a second drain was opened and the same problem occurred. Getting a reservoir to fit the tubing was problematic and blood was leaking. A jackson pratt was forced onto the end of the tubing with much difficulty. The company who supplies the davol was contacted 07/05 and they were to replace all of our stock.